Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic hysterectomy, salpingectomy, sacral colopexy w/ mesh - "approximately 1-1 1/2 hours into procedure surgeon noticed seal was leaking pneumo. Upon examining seal, it was discovered that a chunk of the double duckbill was missing. The seal was swapped w/ another, the missing chunk was located and removed from pts. Abdomen. No injury to patient was observed."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however, photos of the event unit were sent in. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially sharp or asymmetrical devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.